Event description:
It was reported that an infection occurred. It was also reported vegetation was seen on the patient's leads during an echocardiogram. The patient was treated with antibiotics and the cardiac resynchronization therapy defibrillator (crt-d) system was explanted and replaced. No further patient complications have been reported as a result of this event.